Event description:
It was reported that during a thyroidectomy procedure, the surgeons used a clip applier when deploying the clip. The surgeon found that the jaw could not open large enough to clip the vessels; the opening and the closure of jaws were not smooth. The clip formation is ok in the patient; however, the surgeon felt there was some problem in the jaw opening. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.